Manufacturer narrative:
External visual inspection foreign material buildup in speaker grill. Unit powers on using (returned) batteries. Audible tone during power on but display does not function at any time during test and eval. The unit is capable of engaging in monitoring using the masimo test module and finger/sensor. Unit alarms only audibly, not visually when finger is removed from sensor and sensor is removed from system. Internal inspection reveals fluid ingress and contamination on emi shield, mx and led/pcba. Strong odor of cleaning solution observed. The led/pcba is damaged due to contamination. A service history record review reveals that this unit was in the field for over ten (10) years with no previous reported issues prior to this reported event.

Event description:
It was reported that the unit powers on but there is no display. The unit will engage in monitoring. Please repair under warranty. No known report or consequence to pt.